Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 7.491 mg/day, 150 mcg/ml clonidine at 1123.7 mcg/day, and 5 mg/ml bupivacaine at 3.7456 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that there was a motor stall at the initial interrogation. The patient had not recently had an MRI, however it was noted the patient fell on the pump yesterday and hit the pump very hard. It was noted the motor stall occurred on (B)(6) 2017 at 21:28. The patient was shaky, didn't look well, was flushed, and had increased pain. Additionally, the patient had chest pressure, for which he went to the emergency room and got cardiac clearance. It was noted the patient was trying to use his personal therapy manager (ptm) the night of (B)(6) 2017 , but could not due to the motor stall. The pump was later replaced on (B)(6) 2017.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The print report showed a motor stall occurred on (B)(6) 2017 at 20:30 with recovery on (B)(6) 2017 at 02:37.

Event description:
Additional information was received from a healthcare provider on 2017-apr-10. The patient's weight at the time of the event was (B)(6). Regarding the patient's symptoms ( shaky, flushed, increased pain, chest pressure), it was reported that the patient was in active opiate withdrawal. No further complications were reported as a result of the event.

Manufacturer narrative:
Box for "dev ret to MFR" should have been selected in regulatory report 3004209178-2017-02817 follow up 001. The box is now selected. Concomitant medical products: product ID 8578, serial# (B)(4), product type: catheter. Product ID 8709, serial# (B)(4), product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the gear train. Analysis also found that there was a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.